Event description:
A us distributor contacted zoll to report that the patient developed a blister from the ucor hfams patch. The patient described the area as blisters. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended antibacterial creams due to the skin irritation. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown.